Event description:
A customer obtained a higher than expected vitros tsh result from one of four institute for (B)(6) proficiency samples tested from the most recent proficiency event using a vitros tsh reagent lot on a vitros 5600 integrated system. Vitros tsh reagent lot 6420. (B)(6) sample endo a2 result of 0.20 miu/l vs. The expected result of 0.08 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was obtained from a non-patient proficiency fluid. The customer made no allegations that patient sample results had been affected or questioned by physicians and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The assignable cause for the higher than expected vitros tsh result could not be determined, however, a sample related issue cannot be ruled out as contributing to the event. Historical quality control results obtained from the vitros tsh reagent lot were acceptable during the timeframe of the event, therefore, a vitros tsh reagent performance issue did not likely contribute to the event. There was no indication the vitros 5600 system malfunctioned, however, since no diagnostic within-run precision testing was performed, a vitros instrument performance issue cannot be completely ruled out as contributing to the event. A definitive assignable cause could not be determined. (B)(4).